Manufacturer narrative:
(B)(4). Correction: although it was initially reported the device was not returning, the clip delivery system was subsequently returned without the clip. Evaluation summary: the clip delivery system (cds) was returned and the reported difficulty positioning the cds/steering issue was not confirmed via returned device analysis. There was no device damage observed. Although the analysis was unable to confirm the reported difficulty positioning the cds, the discrepancy between what was reported and what was observed (no unusual movement of the sleeve) was likely due varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension (due to the anatomy) on the device may make it more difficult to position the clip. Potential causes for the clip becoming caught on the chordae/lateral commissure and difficulty positioning the cds/sleeve steering issues may include, but are not limited to, manufacturing anomalies (loose or misaligned sleeve key causing steering issues), patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the steerable sleeve and clip functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database identified no other incidents reported for device entrapment/clip caught in chordae from this lot. The user also reported no issue while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices or excessive curves applied to the device by the user. The information provided in the case details stated that the blue alignment markers were aligned during insertion and retraction of the cds. It was noted that it was not clear if the steering issue was due to the device or if it was stuck at that point and the device was not responding. In this case, it is possible that a combination of procedural interactions (patient anatomy) and poor visualization during attempts to place the clip 1 cm lateral to the first clip caused the clip to become caught in the chordae, resulting in the difficulty positioning the clip. Based on the information reviewed, the reported device entrapment/clip caught in chordae and difficulty positioning the device appears to be related to patient/procedural conditions. There is no evidence of a product deficiency associated with this device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip ((B)(4)) referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed as the second mitraclip ((B)(4)) became caught in a subvalvular apparatus and could not be freed. It was deployed in an unintended location. It was reported that during a mitraclip procedure, prior to deployment of the clip ((B)(4)), although the imaging was not ideal, the team agreed that the insertion was good. The clip was deployed and was observed on fluoroscopy to be stable. After approximately 5 minutes, abnormal movement was seen and the echocardiogram image showed the clip was no longer attached to the anterior leaflet and appeared to be well attached to the posterior leaflet. A second clip ((B)(4)) was used to stabilize the first clip and reduce the functional mitral regurgitation (mr) grade. Positioning was a little more challenging compared to the first clip. After approximately 2 grasping attempts, the physician decided to retract the clip back into the left atrium and reposition the device, but the clip became stuck in the subvalvular apparatus. The clip could not be freed and was deployed below the mitral valve. Although it could not be determined what the clip was stuck in, it appeared to be securely attached to the subvalvular structures and not on the leaflets. A third clip was placed in the desired location lateral to the first clip without incident stabilizing the motion of the first clip and reducing the mr from 3-4+ to 1+. The procedure was completed without further incident. Post procedure, the patient was stable. The physician confirmed that he was satisfied with the outcome of the procedure. No additional information was provided.